Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the onetouch ultra meter was not powering on when she went to test her blood sugar. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported 3-4 months prior to contacting lfs in the afternoon the alleged issue first occurred. The patient reported using a set dose of insulin to manage her diabetes. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 3 months prior to contacting lfs she developed symptoms of ¿faint, dizzy and fell down.¿ the patient reported on (B)(4) 2013 in the afternoon she went for a doctor¿s office appointment and had a doctor¿s exam only. At the time of troubleshooting, the cca confirmed it was not the first use of the meter and no misuse. The patient was using the correct test strip. When prompted to press the power button, the meter did not turn on. When a new test strip was inserted the meter did not turn on. The issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(6) 2014 and(B)(6) 2014, respectively, and evaluated by lifescan product analysis on (B)(6) 2014 and (B)(6) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.